Event description:
It was reported that during insertion of the catheter in the pt's neck, a piece of the peel-away sheath separated and had to be removed via the femoral artery. There were no further complications.